Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x2.5mm target lesion was located in the moderately tortuous and the moderately calcified right coronary artery (rca). A 2.50x32mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the proximal end of the crimped stent was damaged and bunched distally. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed, 35x2.5mm target lesion was located in the moderately tortuous and the moderately calcified right coronary artery (rca). A 2.50x32mm promus element ¿ drug-eluting stent was selected to treat the target lesion. However, the physician noted that the stent body was lifted. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.